Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with hv lead impedance via merlin.net transmission. Impedance was noted on svc-can/rv-svc vector. The patient will continue to be monitored.